Event description:
It was reported that the inflatable penile prosthesis (ipp) would not cycle due to a leak in the system at an unspecified location, leading to the replacement surgery. A new inflatable penile prosthesis (ipp) was implanted. The procedure was successfully completed without patient complications.